Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation due to an inoperable ipg. As a result, surgical intervention was planned as the next course of action. Follow-up identified surgery took place on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model. The issue is resolved.